Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the driver stent 3.5-24mm j&j was implanted between lmt and cx proximal with calcification. Then the cypher stent 3.5-18mm was implanted through the strut of the driver stent at lad proximal. The catheter got caught in the strut and couldn't be back when imaging was starting from the cx distal. Though the transducer come off and gw was advanced, the wire couldn't be approached to the tip. Then, gc was pushed in and the catheter was removed with difficulty. The user thought that the incident occurred as the dilatation of the driver wasn't fully. Patient condition: good.